Event description:
It was reported to boston scientific corporation that a replacement balloon g-tube, (upn is unknown), was used during a replacement procedure, (date is unknown), on a patient with als in hospice care. According to the complainant, the patient and her caregiver have dexterity limitations and are having difficulty with the device; the caregiver almost pulled the balloon device out of the patient while trying to get a feeding bag to connect to the replacement balloon g-tube. Pulling on the balloon device caused fluid to leak from the stoma site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown however, in (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.